Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report source: 2010. Concomitant medical products: stemmed tibial component precoat; p/n: 00598004701, l/n: 61460183 kne-nexgen-femorals-unk: p/n: unk, l/n: unk. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00237, 0001822565 - 2019 - 01534.

Event description:
It was reported patient underwent a revision procedure due to aseptic mobilization of right knee approximately nine years post implantation.  Attempts to obtain additional information have been made; however, no more is available.